Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The nc quantum apex mr 8mm x 2.50mm was advanced to the target lesion and during pressurizing a balloon rupture occurred at 12 atms. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.